Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was working all day and missed a meal. The customer was at 155 mg/dl at the time of the call. The customer experienced symptoms such as feeling tired and loss of consciousness. The customer was wearing the insulin pump during the incident. Customer was unsure if pump auto mode was active at the time of the incident. Troubleshooting was completed. Customer also needed assistance connecting the pump to the transmitter. The insulin pump will not be returned for analysis.